Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx coronary drug eluting stent was used to treat a lesion. It was reported that stent dislodgement occurred during delivery to/at the lesion. The stent was removed from the femoral artery by surgery. The patient is reported to be alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis summary: an image shows a lesion in the mid lad. An image shows multiple lesions in the rca. There were no images showing treatment of a lesion. There were no images showing the reported stent dislodgement. If information is provided in the future, a supplemental report will be issued.